Event description:
It was reported that the left ventricular lead of an asymptomatic patient had dislodged. A chest x-ray confirmed this. No electrical anomalies were reported. The lead remained implanted.